Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:16 pm CT. The report number is being corrected from: 2134265-2018-64594 to: 2134265-2018-63542.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon ruptured. The procedure was completed with a different device and no patient complications were reported. Device evaluated by manufacturer:returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and the tip was damaged. There was a pinhole in the balloon at the proximal side of the markerband. Inspection of the device presented no other damage or irregularities. Product analysis confirmed the reported event due to the balloon pinhole.